Event description:
Customer reported a reading of 700 mg/dl on the advantage system (result outside meter measurement range, 10-600 mg/dl). No symptoms reported with this result. No action was taken based on device result. The customer did not provide the location where the discrepant result occurred, or how long they have been noticing the discrepant result. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 546473, expiration date 08/31/2004.

Manufacturer narrative:
The suspect product is the advantage meter.